Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735991, serial/lot #: -, ubd: , UDI#: ; product ID: 9735737, serial/lot #: -, ubd: unknown, UDI#: unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that the site was having intermittent troubles loading exams off of cds. The system was "not reading media on the disk," but they were able to see and download the exams after exiting the procedure and going back to the images tab. There was no patient involvement reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.1.0 h3 <(>&<)> h6) a manufacturer representative went to the site to test the imaging/navigation system. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. It was reported that additional troubleshooting took place while on site. Compact discs (cds) loaded without issue but were not recognized by the system. In stealthadmin, when attempting to load a dvd, the system did not recognize a disk mounted. The disc drive was functional with cds but required a system reboot to read dvds. The disc drive recognized dvds but could not do anything with them unless the system was rebooted with the disc already in the drive. It was reported that dvds without patient labels worked, but dvds with labels required rebooting the system. The system had been updated to the latest operating system (os), but dvds were still not recognized unless the system was rebooted. Cds had no issues. Additional troubleshooting was performed. The disc drive/loading images was fully functional with cds. The disc drive recognized dvds, but it could not do anything when them. However, the system could read the disc and download images as usual if rebooted with the disc already in the system. The rep checked these discs on another system and got the same results for all the above. It was noted that the issue was potentially a startup error that was inhibiting the dvd from being read initially but resolved by rebooting the system. Additional troubleshooting was performed. It was noted that the system had a "long history" of issues with digital versatile discs (dvds). The rep tried a dvd without a patient label, and it worked. The drive recognized there was a dvd in the drive upon being powered on and force mounting but could not download with force mounting unless the rep rebooted the system. It was noted that there was potential that the rep was force mounting incorrectly. Rebooting the system with the dvd already in the drive, however, resolved the issue and allowed the rep to download images from the application without issues. Regarding potential software issues, the system had since been updated to the latest os. The rep also replicated this cd vs dvd error on the site's new navigation system. Dvds were not recognized unless put in the drive then system rebooted. Cds had no issue. The discs were all coming from the site's internal radiology department. The new dvd (same patient as one that did not work) but without a patient sticker also did not work. A13 and a1302 apply to "not reading media on the disk" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735991, lot/serial #: (B)(6). H3) the dvd drive was returned to the manufacture for analysis. When connected to a known good computer, the returned dvd drive was able to load an exam from a known good dvd disk without issue. No problem found. Returned: 2024-dec-04 codes: b01, c19, d14 the software team reviewed the logs. The provided logs captured application logs from august 16, 2024, whereas the issue appeared to have occurred on july 16, 2024. However, the system logs captured the system information of the date of the issue. According to the system logs, multiple unmounting messages were recorded for the /medid/cdrom device, but no mounting messages were observed for either cd or dvd during this timeframe. As per the case details, the user restarted the system and was able to load the dvd, but the logs did not capture similar information. Based on the information provided on 07-mar-2025, the dvd was no longer available. Suspecting a dvd mounting issue might have resulted in the reported behavior, but there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Returned: 2025-mar-07 codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.